Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center experienced a black image and the front panel buttons were all lit up. The issue was found during preparation for a diagnostic bronchoscopy. The procedure was completed using a similar device with no reported delay or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a blackout image was confirmed due to a faulty printed circuit board causing no signal output from the red/blue/green channel. The customer's non-reportable allegation of the front panel buttons being all lit up was not confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.